Manufacturer narrative:
Updated field(s): device available for eval? The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
It was reported that during therapy, an intra-aortic balloon (iab) rupture occurred. It was also noted that the cardiosave intra-aortic balloon pump (iabp) had generate a gas loss in iab circuit alarm. The iab was removed from the patient and the iabp was set aside for inspection. There was no reported injury or adverse event to the patient. This report is for the iab used in this event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-04047.

Manufacturer narrative:
Additional initial reporter: (B)(6). Event site full name: (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).